Event description:
The customer reported troponin I (access accutni) quality control (qc) and calibration failures and erroneously elevated troponin I patient results involving the access 2 immunoassay system used in conjunction with access accutni calibrators and assay. The erroneous results were discovered after an emergency department physician questioned one result, prompting repeat testing of all troponin results analyzed since the morning of the event date. Upon repeat testing, 18 discrepant results were discovered. One patient was admitted to the hospital for additional observation after the initial result was reported to the emergency room; there were no reports of additional treatment. There has been no report of current patient outcome to date. The customer stated, qc performed prior to and on the event date, failed all three levels. All patient samples were collected in sodium heparin gel tubes and centrifuged between 3,700 and 4,400 rpm (rotations per minute) for seven minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) completed preventive maintenance (pm) upon arrival. After completing preventive maintenance, the fse noted system checks failed. The fse performed troubleshooting and noted evidence of contaminated substrate system. The fse performed substrate decontamination protocol and completed system check which passed within the acceptable substrate relative light unit (rlu) values. The fse performed repeat testing of the affected 18 patient samples and recovered results that correlated with the laboratory's repeat results. Service activity performed was verified to meet the specified requirements per established procedure. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00363.